Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n223910, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3986a, lot# n257716, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
It was reported that the patient experienced a warm feeling at the implantable neurostimulator (ins) pocket. It was noted that the patient felt heat from the ins pocket and the pocket was red, tender and swollen. It was reported that the redness, heat and swelling around the pocket site was related to the ins/therapy. It was reported that the impedance readings were normal. It was noted that blood work would be performed to determine the next steps. It was further reported that blood lab work was performed and all values were within normal limits and the patient did not have an infection. It was noted that the company representative saw the patient the day of the report and the site looked "normal" with no redness although the representative did see the "outline" of the device. It was reported that the patient was not around any heat producing item and did not have influenza. It was noted that the patient had a painful "hug" although the "hug" was nowhere near the ins pocket. It was noted that only pressing on the pocket would reproduce the tenderness the patient felt. It was further reported that the impedances were all within normal range. It was noted that a reprogramming was completed due to the rate being low. It was reported that the patient was receiving "good" stimulation after the intervention and was told to turn the device if symptoms return.